Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer was unable to exit the preparing to prime loop. Customer did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised the pump will need to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement, and rewind tests. Unable to verify the self test, off no power, unexpected restart, occlusion, or no delivery tests due to the prime anomaly.